Event description:
Patient called lfs alleging that the fast take meter had missing segments. Patient reported feeling thirsty at the time of concern. Patient did test while experiencing symptoms, however, patient could not recall the blood glucose results. Patient did report obtaining a "75m mg/dl" at 5:30 pm in 06/2003. Patient reported eating food and/or having a beverage following the use of the meter. No medical care was sought from a health care professional. There was no evidence that the meter contributed to an adverse event. The customer service representative replaced patient's meter due to an unresolved missing segments/display issue.